Manufacturer narrative:
Patient medications: lipitor. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported: on (B)(6) 2024, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). It was reported that while attempting to deploy the tambe device, at the top of the device, it appeared when pulling the deployment line, it was also pulling down the top row of stents. There was resistance when attempting to pull the deployment line, force was used, the deployment line broke. Two-person deployment was being utilized during this procedure. The back up hatch could not be utilized since the deployment line broke at the proximal end of the device. The device was undeployed (sleeve of device still intact) and removed through the sheath. A new device was used for the procedure. The patient tolerated the procedure. Reportedly, during advancement the physician did rotate the device while advancing. There was anatomy tortuosity, and the patient had an ¿oxbow¿ in the distal thoracic aorta, the tip of the device was attempting to be deployed just past this anatomy.

Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time-point available for evaluation: pre-implantation cta dated (B)(6) 2024. ¿ a non-gore device is implanted in the distal thoracic aortic arch, just distal to the lsa, and descending thoracic aorta (dta). Reconstruction imaging shows an ~85° aortic angle in the dta. Diameters narrow down to ~22.9mm at the aortic angulation, which is located ~7cm distal to the distal circumferential end of the implanted device. ¿ 3d images show a very tortuous dta. ¿ abdominal aortic 3d images also show a tortuous abdominal aorta. ¿ abdomen/pelvis cta images that are provided show the length from the proximal celiac artery to the last image that includes the entire aorta appears to be ~1.2cm, by centerline. (~2cm by outer curve length). All dta imaging on this abdominal aorta scan is dissected. The celiac artery is dissected. The sma is dissected. The right and left renal arteries do not appear to be dissected. The aortic dissection appears to end at the level of the left renal artery (lowest renal artery). The device evaluation showed the device was received with the primary deployment knob removed from the handle and the aortic component was present in a crushed state within the correct lumen of the proximal primary sleeve. The deployment line of the proximal primary sleeve loop was not present on the two-stitch side of the sleeve and the deployment line was broken prior to the slip through knot. The report of the physician that the device was undeployed and that the deployment line broke at the proximal end of the device could be confirmed during the device evaluation. The observation of the unlaced slip through knot during the device evaluation is likely due to a manufacturing deficiency, however no root cause for the observation of the knot could be identified. Due to an unlaced knot identified during the device evaluation, there is potential for the failure mode to be attributable to the manufacturing process.

Manufacturer narrative:
Corrected h6 codes.